Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch lot number has been provided therefore a review of the device history is not possible. A complaint history review found other related failures. Probable root cause maybe device orientation. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that patient is receiving blockage error. Patient stated that troubleshooting was done and device was started but then still receive the blockage error. Nothing would come out even after canister and dressing were changed. They would see drainage along the dressing only, that it was not pulled into the tubing and canister. Patient got a replacement device. No harm or injury reported.